Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that during normothermia therapy, the patient overshot the target temperature of 98f by three degrees. It was alleged that the patient temperature was 95f. The nurse reported that the febrile patient was placed on the arctic sun after being on a cooling blanket. The water temperature had been 4c during the majority of the time of therapy on the arcitic sun but had rose to 40c. As a result, the device was swapped for a second arctic sun device, and the patient completed therapy. There was also a pad failure during treatment of no flow to the pads. The pads were then swapped out to resolve the issue.